Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 07aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6). Was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6).was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #:(B)(4). Case subject: npi 8110 would not turn on account name: (B)(6). Account #: (B)(6). Asset name:(B)(6). Asset location: contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: james had a syringe 8110 sn (B)(6).. The unit would not turn on, it did not matter which side james connected it to the pcu. Failure device type: failure problem type: failure mode: case resolution: directed james to repair portal site to send unit in for warranty repair. James will use repair portal site to get rga number and send unit in for service.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 07aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(4).